Event description:
According to the reporter, during a sleeve gastrectomy, on firing of the second load, the knife blade was interrupted in its progress. Close inspection intracorporeally revealed what appeared to be a staple that was misshapen inhibiting the movement of the knife portion of the stapler.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.